Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found on drawer. A technical support specialist (tss) confirmed no problems with the drawers or zones, and the error did not reoccur when the user attempted to dispense the medication again. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open when the user tried to issue lokelma 10gm pack. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.